Manufacturer narrative:
Section a2: patient age has been estimated as only the patient's birth year was provided. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the submitted controller periodic log file confirmed that driveline power faults were active on (B)(6) 2022 at 15:50:38, and 16:50:38. No root cause for the power faults was determined, and the customer could not provide additional information. No other notable events or alarms were captured in the other log files. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting, as well as section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine log file analysis 2 driveline faults were noted. A review of the log files by technical services confirmed that driveline power faults occurred on 04oct2022 at 15:50:38 and 16:50:38. There were also 124 pulsatility index (pi) events that occurred on 06oct2022. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.